Manufacturer narrative:
Conclusion: according to the information received from the field the concerned device was explanted due to a migration of the implant housing from its intended position causing discomfort and pain to such extend that the recipient was no longer able to wear the audio processor. Reportedly there was bone growth, which might has contributed to the migration. In addition, during device investigation damage to the active electrode caused by device minute mobility was found. The problems described in the recipient report seem to match the damages found. This is a final report.

Event description:
The recipient's implant shifted closer to the pinna. The migration had been noted for the first in (B)(6) 2020 and it had continued to migrate since then. It was at a point that it was almost touching the pinna and the recipient was having extreme difficulties wearing his audio processor due to the position of the implant housing. No trauma, pain, swelling or redness had been reported initially. However, as per additional information the recipient experienced discomfort and pain due to the position of the implant. The recipient has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient's implant has been shifting closer to the pinna. It is at a point now that it is almost touching the pinna and the recipient is having extreme difficulties wearing his processor with where the internal implant housing is now sitting.